Manufacturer narrative:
The impella cp was discarded by the user facility, therefore a full investigation could not be conducted. A review of the clinical case revealed that the bleeding was most likely due to the handling of the repositioning sheath. The instructions for use advises the following: trim any excess graft and slide the repositioning sheath into the graft. Note: the hub of the repositioning sheath should be at the skin level and the length of the remaining graft material should be just long enough to secure the graft around the repositioning sheath with all of the graft buried beneath the skin. Using heavy silk suture, secure the graft around the hub of the repositioning sheath so that the position of the impella catheter can still be adjusted. Remove the vascular clamp adjacent to the axillary artery. The wound should be closed over the trimmed graft with the end of the repositioning sheath clearly visible. Anchor the repositioning sheath securely to the skin remove excess slack from the impella catheter and re-check position. Tighten the tuohy-borst valve to prevent catheter migration.

Event description:
The complainant reported that a (B)(6) year old diabetic female patient presented at the hospital with a non-st-elevation myocardial infarction (nstemi.) The patient had a history of left main artery (lm) disease and multi-vessel disease (mvd.) An impella cp was placed in the patient on (B)(6) 2018. Md peeled a 14fr sheath, and then pushed the repositioning sheath with only 1/4 portion of the sheath into the vessel, rather than pushing the sheath in completely, as instructed in the abiomed "instructions for use" for the impella cp. The repositioning sheath was then sutured. The patient was then transferred to the unit where bleeding occurred at the patient's groin. The repositioning sheath was then cracked and pressure was applied to the bleeding site. It was reported that the patient was administered 2 bags of replacement blood. On (B)(6) 2018 it was decided to remove the pump and place an intra-aortic balloon pump in the patient. The physician cut the 9fr pump cannula, and tried to rewire the impella using .014/.018 wires, but was unsuccessful. The physician then placed a 12fr sheath over the catheter and sterile wrapped the 9fr catheter with tape. Hemostasis was maintained throughout the procedure. In addition, the patient was hemodynamically stable throughout the procedure. The patient was transferred to another facility where the catheter was successfully removed by a vascular surgeon. The patient was reported to have been hemodynamically stable throughout patient support, and following removal of the device.